Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with electrodes. The customer reports that the staff connected the female pt to the holter monitor. They followed their protocol for preparing the electrode site by using the 3m prep tape, then alcohol. They applied 5 electrodes; one to the sternum and 2 on the left and the right side of the body under the breast area. They used medipore tape to hold the electrodes in place. The pt was sent home with the holter monitor and electrodes on her body for 24 hours. The electrodes were removed on (B)(6) 2013. At that time, redness appeared where the electrodes were applied. The pt contacted pulse air on (B)(6) 2013, indicating that the 5 areas where the electrodes were became itchy, swollen, painful and blistering. The pt went to a walk-in clinic and received a cream to put on the areas. The physician refered the pt to an allergist to confirm that this is an allergic reaction not a burn. No result have been received yet. The pt is currently stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.